Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer in b5 and h10. Pre cleaning was done immediately after the procedure per olympus instructions for use. Intercept, made by steris was used for cleaning solution. The minimum effective concentration is checked daily and scopes are tested upon completion to verify disinfection. Prior to manual cleaning the endoscope, it is leaked tested with scope buddy plus by steris. A single use brush is used to manually clean the endoscope channel. Medivator advantage plus is used for automated endoscope reprocessor. The endoscopes are being disinfected with intercept and rapicide opa by steris. Per the facility the staff has attended reprocessing in-service multiple occasions in the last year and there has not been a change to personnel. Upon completion of reprocessing the endoscopes are stored in endo dry cabinets made by steris.

Event description:
Customer confirmed the subject device was washed multiple times and during the resi test the black film would come out on the resi brush. This issue did not occur with any other scopes and the same lot number of the resi brushes were used on all scopes that day.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of black greasy film was confirmed in the biopsy channel. Upon inserting into the distal end of the device, discoloration was found on the wall of the channel and black stains found further in and throughout the remainder of the biopsy channel. Tiny chips on the light guide and objective lenses were noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A healthcare facility reported that, during reprocessing, a black greasy film was discovered inside their evis exera iii colonovideoscope. There were no reports of patient or user harm associated with this event.